Event description:
Pt had an abdominal aortogram with bilateral femoral angiogram. The 4f contra catheter was removed over a wire from the 4f daig sheath. The right groin site was found to be bleeding. Proximal manual pressure was applied immediately to the sheath site. Cardiologist was called over to examine the site and the hub of the 4f daig sheath had separated from the sheath. Cardiovascular surgeon was called in and examined pt after bleeding from groin site stopped. The right groin was incised and explored and the sheath removed. Approximately 6 suturing were placed and a pressure dressing applied to right groin. Pt went home the same day and site was soft - no hematoma. The pt was called the next day with no change in groin site.